Manufacturer narrative:
Concomitant products: 5092-52 lead; implanted: (B)(6) 2016, 5071-35 lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator system was explanted. No further patient complications have been reported as a result of this event.